Event description:
During a procedure the cl100 acist angiographic injector system lost power. When power was restored, the operator attempted to restart the system with the pt still connected. Consequently there was no unintentional injection of contrast media into the pt at a hight rate of flow. This apparently caused the pt to fibrillate. The pt was defibrillated successfully, the procedure was completed and the pt was later discharged with no further adverse consequences. Restarting the system with the pt still connected is contrary to the "emergency shutdown procedure" steps in section 7 of the acist system operator's guide, as well as a message that appears on the control panel screen following restoration of power. A follow-up technical bulletin was issued to all users reminding of the critical importance to pt safety of following the "emergency shutdown procedure" steps. The bulletin also recommended follow-up instruction on this subject for all persons wishing to operate the system thereby assuring its safe use.